Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), anxiety ("anxious") and depression ("depressed"). The patient was treated with medroxyprogesterone (depo provera) and surgery (procedure for the removal of the device performed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Further company follow-up with the lawyer or lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device/ perforation (fallopian tube(s))"), uterine perforation ("malposition of essure device/ perforation (uterus)"), pelvic pain ("pelvic pain /pain") and genital haemorrhage ("excessive bleeding") in a 44-year-old female patient who had essure (batch no. 626400(right),626289(left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty inserting the essure cannula deeply into the tubal ostia on both sides". Medical conditions: current weight 92 lbs. Concurrent conditions included body mass index normal and illness. Concomitant products included celecoxib (celexa) since 2008 and metformin since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 9 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of dyspareunia ("painful intercourse"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), rash ("rashes or skin conditions type: "), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type"), eye disorder ("vision/eye problems type") and infection ("infection (other) describe:") and was found to have hormone level abnormal ("hormonal changes describe") and weight decreased ("weight loss"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (hysterectomy with bilateral salpingectomy and procedure for the removal of the device performed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage, anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, hormone level abnormal, urinary tract infection, cystitis, vaginal infection, migraine, headache, rash, the last episode of dyspareunia, fatigue, gastrointestinal disorder, vaginal discharge, visual impairment, eye disorder, weight decreased and infection outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was reported (B)(6) 2008 now in current pfs, date of insertion was insertion details: (B)(6) 2008 essure appliances were delivered into each ostium with 10 coils into the cavity on the right side and 9 on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion per mr-impression: blockage of both fallopian tubes by the essure devices. Lot number:626289 manufacture date:2007-12 expiration date: 2009-11. Lot number:626400 manufacture date:2008-01 expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malpopsition of essure device/ perforation (fallopian tube(s))"), uterine perforation ("malpopsition of essure device/ perforation (uterus)"), pelvic pain ("pelvic pain /pain") and genital haemorrhage ("excessive bleeding") in a 44-year-old female patient who had essure (batch no. 626400(right),626289(left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 92 lbs. Concurrent conditions included body mass index normal and illness. Concomitant products included celecoxib (celexa) since 2008 and metformin since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 9 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of dyspareunia ("painful intercourse"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), rash ("rashes or skin conditions type: "), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type"), eye disorder ("vision/eye problems type"), complication of device insertion ("there was difficulty inserting the essure cannula deeply into the tubal ostia on both sides") and infection ("infection (other) describe:") and was found to have hormone level abnormal ("hormonal changes describe") and weight decreased ("weight loss"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (hysterectomy with bilateral salpingectomy and procedure for the removal of the device performed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage, anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, hormone level abnormal, urinary tract infection, cystitis, vaginal infection, migraine, headache, rash, the last episode of dyspareunia, fatigue, gastrointestinal disorder, vaginal discharge, visual impairment, eye disorder, weight decreased, complication of device insertion and infection outcome was unknown. The reporter considered anxiety, bladder disorder, complication of device insertion, cystitis, depression, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was reported (B)(6) 2008 now in current pfs, date of insertion was insertion details: (B)(6) 2008 essure appliances were delivered into each ostium with 10 coils into the cavity on the right side and 9 on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion per mr-impression: blockage of both fallopian tubes by the essure devices.. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs & mr received. Reporter's information was added. Lot number was added. Date of insertion was added. Patient's demographics were added. Added event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse),bladder or urinary problems or changes, dental problems, hormonal changes describe, infection (bladder/ urinary tract/vaginal) type, infection, migraines, headaches, nausea, psychological or psychiatric problems condition: anxiety, rashes or skin conditions type, dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type, perforation(fallopian tube(s)), perforation (uterus),vaginal discharge, vision/eye problems type, weight loss, there was difficulty inserting the essure cannula deeply into the tubal ostia on both sides. Concomitant condition, concomitant drug were added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation (malposition of essure device/ perforation ("fallopian tube(s)")), uterine perforation (malposition of essure device/ perforation ("uterus")) and pelvic pain ("pelvic pain /pain"). In a 44-year-old female patient who had essure (batch no. 626400(right),626289(left)), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty inserting the essure cannula deeply into the tubal ostia on both sides". Medical conditions: current weight 92 lbs. Concurrent conditions included body mass index normal and illness. Concomitant products included: celecoxib (celexa) since 2008, melatonin since 2008 and metformin since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 9 years 9 months after insertion of essure. On (B)(6) 2008, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (abnormal bleeding ("vaginal, menorrhagia")), female sexual dysfunction (apareunia ("inability to have sexual intercourse")), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), cystitis (infection ("bladder/ urinary tract/vaginal") type), fatigue ("fatigue") and gastric disorder ("gastrointestinal or digestive system condition, type/ gastrointestinal or digestive system condition), type: stomach issues"). On (B)(6) 2008, the patient experienced, vaginal discharge ("vaginal discharge"). And was found to have weight decreased ("weight loss"). On 2008, the patient experienced, the first episode of dyspareunia ("painful intercourse"), anxiety ("anxious"), tooth disorder ("dental problems"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), rash ("rashes or skin conditions, type:skin rash"). And vision blurred ("vision/eye problems, type: vision/eye problems, type: blurred vision"). On (B)(6) 2008, the patient experienced, vaginal haemorrhage (abnormal bleeding ("vaginal, menorrhagia")). On 2017, the patient experienced, fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced, mood swings ("hormonal changes, describe: mood swings"). On an unknown date, the patient experienced, genital haemorrhage ("excessive bleeding"), depression ("depressed"), vaginal infection (infection ("bladder/ urinary tract/vaginal") type), the second episode of dyspareunia (dyspareunia ("painful sexual intercourse")), eye disorder ("vision/eye problems, type"). And infection (infection ("other") describe). The patient was treated with medroxyprogesterone acetate (depo provera). And surgery (hysterectomy with bilateral salpingectomy. And procedure for the removal of the device performed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage, anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, mood swings, urinary tract infection, cystitis, vaginal infection, migraine, headache, rash, the last episode of dyspareunia, fatigue, gastric disorder, vaginal discharge, vision blurred, eye disorder, weight decreased and infection outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, gastric disorder, genital haemorrhage, headache, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: discrepancy noted, as previously date of insertion was reported (B)(6) 2008. Now in current pfs, date of insertion was insertion details: (B)(6) 2008. Essure appliances were delivered into each ostium with 10 coils into the cavity on the right side and 9 on the left side. Lot number:626289, manufacture date:2007-12, expiration date: 2009-11. Lot number:626400, manufacture date:2008-01, expiration date: 2009-12 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 19.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2008, result: total bilateral occlusion. Per mr-impression: blockage of both fallopian tubes by the essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet was received. Previously reported event: hormonal imbalance updated to event mood swings and event-gastrointestinal disorders updated to event-stomach issues. Event-vision problem, updated to event-blurred vision. Events onset date were added. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.